Event description:
It was reported that in 2009, battery voltage was 2.76 v, and at approx 2 months later, battery voltage was 2.20 v. Premature battery depletion was suspected. The pulse generator was explanted.

Manufacturer narrative:
Final analysis found that a piece of metal from manufacturing was embedded in the battery boot causing a short circuit between the battery case and the pacemaker capsule. The short circuit happens when the battery normally expands inside the pacemaker capsule pressing the piece of metal against the battery case and capsule. This resulted in a sudden cell voltage drop. The short circuit could be manually reproduced. When the short circuit was removed, normal device characteristics were observed.